Event description:
It was reported that the patient presented for in-clinic follow up. Device interrogation revealed noise on the right ventricular lead. A programming change was done to resolve the issue. The patient was the stable.